Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was not reported. On an unreported date, the patient began unspecified treatment for the peritonitis and dianeal therapy was withdrawn during the treatment (no further detail was provided). At the time of this report, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.